Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump had stopped functioning. Customer's mother reported that the insulin pump was cracked and had been exposed to moisture. Blood glucose level at the time of the incident was 126 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or due to blank display. Device received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.